Manufacturer narrative:
S/w: 2.8c. Pump not received stuck in manufacturing mode. Pump was received with partial broken reservoir tube lip, missing reservoir tube retainer, scratched case, minor scratched lcd window, moisture damage underneath the screen, cracked select button keypad overlay and corroded battery tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that she noticed the damage on her reservoir compartment last night and states she does not have any idea how the damage occurred. The customer reported that the casing on the top of the reservoir compartment is broken. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.